Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the device not working. The device would no longer inflate. A patient outcome of no further complications was reported. No further information is available.